Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Left hemicolectomy what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? The red reverse button was pushed down and the trigger was closed and subsequently was pushed the anterior button to open the jaws. Did the jaws of the device eventually open? No.

Event description:
It was reported that during an unknown procedure, while the device was being used, once loaded, the device didn't unlock. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(6). Batch # m54v90. Manufacture date: 8/11/2015. Expiration date: 7/11/2020. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received fully fired. The returned device was tested with a test cartridge for functionality in the articulated position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. A batch record review was performed and no anomalies were found during the manufacturing process.